Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead could not be implanted. The lv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.